Event description:
In 2007, this patient was treated for a non-emergent contained rupture of the thoracic aorta. After successfully deploying a gore tag thoracic endoprosthesis, the physician ballooned the device with a gore tri-lobe balloon and the balloon pushed the tag device forward unintentionally covering the left carotid artery and the left subclavian artery. The physician used two bard fluency stent grafts along side the tag device to open the left carotid artery and the left subclavian artery. The patient was reported to be doing well post-operatively.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.